Event description:
It was reported that (1) device was used during a laparoscopic gall bladder. It was reported by the affiliate that the er420 instrument clips will not close. There was no consequence to the pt.